Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, a cause for the reported break could not be determined. The reported leak and material separation appear to be cascading effects of the break. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report a leak, break and material separation. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was deployed on the mitral valve. A second clip delivery system (cds) was inserted into the steerable guide catheter (sgc). However, the sgc lost column. The cds was pulled back, then reinserted. However, the sgc lost column again. The physician decided to remove the sgc and replace it. A new sgc was inserted without issues. However, after the cds was inserted, the sgc lost column. The cds was then removed and it was observed the clip introducer had become broken. Once removed, the top portion of the clip introducer detached from rest of the device. Therefore, the cds was replaced. A new cds was inserted and the sgc successfully help column. The physician stated the sgc leaks were due to the broken clip introducer. The clip was deployed on the mitral valve, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.